Event description:
Fill volume: 400ml. Flow rate: 8ml/hr then 12ml/hr. Procedure: left knee surgery. Cathplace: femoral nerve block. It was reported by a pharmacist that an infusion from a medication pump ended sooner than expected. The pump emptied in 33 hours. There was no sign of medication leakage. The patient is doing okay clinically.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no device testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. A technical bulletin (mk-00538) factors affecting flow rate was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Methods: along with the previously reported methods, a flow rate accuracy test and pressure pot testing were conducted. Results: a visual inspection found the pump returned empty. The pump was refilled to the nominal fill volume of 400ml. The pinch clamp was opened to check for infusion. Infusion was present for all the select-a-flow (saf) rates. Flow accuracy testing was performed with the saf set to 12ml/hr. After 37.5 hours of testing, the pump yielded a flow rate that was within specifications with a +/- 20% tolerance. The pressure pot testing was performed on the saf unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. Each of the saf flow rates yielded a flow rate that was within specifications with a +/-20% tolerance. Conclusions: the investigation summary concluded that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The assignable cause of this incident is unknown. As previously reported, the lot met the process specifications, including the quality control acceptance criteria prior to release. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU further specifies, "delivery accuracy: when filled to the labeled volume , select-a-flow* device delivery accuracy is ±20% of the labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as a diluent at 22°c/72°f." There was no reported injury nor medical intervention. The root cause for the reported incident is unknown. As previously reported, a technical bulletin was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.